Event description:
It was reported that due a rf procedure (B)(6) 2024 (estimated) a message ¿problem found during self diagnostic test¿ was received. Troubleshooting was unable to resolve the issue. As such, the procedure was not completed.

Manufacturer narrative:
Dat of event is estimated.

Manufacturer narrative:
The event of "problem found during self-diagnostic test" was reported to abbott. The issue was observed during the procedure. Ts assisted the rep in troubleshooting the device, but issue persisted. The procedure was not completed. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Corrected data: b1.